Event description:
The initial reporter stated they received discrepant ise results for twelve patient samples tested on a cobas pro ise analytical unit. Results from the following tests were affected: ise indirect na, cl for gen.2. All initial values were reported outside of the laboratory. The samples were repeated on a second analyzer due to failed delta checks. The repeat values were deemed correct as they matched patient history. Corrected reports were issued. Refer to the attachment for all patient data. The na electrode lot number was y57, with an expiration date of 08-apr-2023. The cl electrode lot number was t10, with an expiration date of 06-mar-2023.

Manufacturer narrative:
The field service engineer found that the thumb screw that holds the ise vacuum nozzle in place was missing. A thumb screw from another unit was used to test the functionality of the system. Calibration and controls were tested; all results were within specifications. Precision studies were performed and acceptable.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range on the day of the event, but were outside of range on the day after the event. There was no indication of a reagent performance issue on the day of the event. Upon review of the alarm trace, multiple ise noise alarms were observed for all ise tests. The investigation determined the service actions resolved the issue.